Event description:
It was reported that during a low anterior resection procedure the staples did not form after firing the device. No crunch was notified. After firing the device, it was noticed that the anvil was detached from the device while rotating the adjusting knob back into the staple housing. Another device was opened using the same anvil head of the previous device. There was no adverse pt consequence.